Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that customer dropped weights on insulin pump causing damage to display screen. It was reported that damage interfered with image on screen. Customer's blood glucose was 5.2 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.